Event description:
The reporter indicated that the patient was picked up by the paramedics in cardiac arrest. He was defibrillated four times and one was placed over the pacer. The device showed improper capture and no communication as well.